Event description:
The patient reported that the display of the infusion device was partial and missing segments. The patient also reported experiencing blood glucose levels of 37-330 mg/dl. She believes that she did not correctly program the basal rates leading to inaccurate insulin delivery. Her normal blood glucose range is 120-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.